Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, that the pump battery was depleting quickly. Resulting, in the pump shutting off. Customer¿s blood glucose (bg) level was "high". Although, a specific value was not given. Customer delivered a correction bolus via pump to address bg. The customer continued to use the pump for insulin therapy.